Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump was dropped and the touch screen became shattered. The pump touch screen was no longer functional due to the damage. Customer's blood glucose was 170 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.